Manufacturer narrative:
Product ID: neu_unknown_ext, serial# unknown, product type: extension. (B)(4).

Event description:
The healthcare provider, via the manufacturer representative, reported they unintentionally applied ¿a strong pulling force," which caused a fracture of the extension exposed on the surface. It was also stated the lead was ¿pulled out¿ and exposed outside the patient's body. The extension was cut and disconnected as a result. No replacement of the lead was noted. This occurred in mid-december when the physician was checking the condition of the patient undergoing a trial. The target disease was noted as fecal incontinence. As therapeutic effect had been confirmed, the implantable neurostimulator was implanted the following day, which was earlier than scheduled. No abnormalities/anomalies were noted at the wound site. As this occurred inadvertently during consultation, the physician did not think this pertained to a product defect. No further information was reported. A follow up report will be sent if additional information is received.